Event description:
It was reported that a tx30g was used during a low anterior resection procedure. It was reported by the affiliate that the jaw would not open after firing on rectum. The surgeon finally opened and removed it by pushing the jaw with some forceps. There was no consequence to the patient.